Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states death of the patient. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states death of the patient. No medical intervention was specified by the patient. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they customer complaint is not replicated, and the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box g: date received by mfg has been updated. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.